Event description:
It was reported that the patient complained about feeling a -thumping- sensation on her right side. Capture threshold rose from 0.5 v at the last follow-up, to 2.0 v with no capture in 2009. The atrial lead exhibited intermittent sensing. A chest x-ray confirmed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.